Event description:
Bard max-core disposable core biopsy instrument misfired during prostate biopsy case. Lot number rekt3772. Two new needles opened for case. Pt code: 4580. Device code: 2532. Ref reports: mw5182551, mw5182552.